Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. Information regarding the implanted device on the right side was addressed and reported in MDR #3004209178-2016-19078.

Event description:
Information was received from a regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient experienced a loss or change of therapy. There was no therapeutic benefit since both of their systems were implanted in 2016. The patient stated that their trial worked fairly well. The patient stated that they just wanted to have both implantable neurostimulator (ins)s removed. The patient stated that they were 85 years ago and did not want to both with the systems anymore. The patient stated that the right side hurt. The patient could not feel stimulation. Therapy was confirmed to be on. The right side was on and set to 4.1v. The left side was on and set to 4.7 v. It was reported that the patient fell shortly after receiving the inss this year. The patient stated that they had no further information about the date of the fall and stated that the health care professional (hcp) did not seem concerned about the fall. The patient reported that when they first tried using the patient programmer, both screens were blank. After replacing the batteries both patient programmers did power up. The patient stated that they thought that they had to have the patient programmer on all the time.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.